Manufacturer narrative:
Device passed displacement, and self tests; however, during testing the left and return keypad buttons sometimes worked and sometimes didn't. After swapping the boards into another case, the problem resolved itself and seems to be isolated to the keypad and flex cable.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that buttons of the insulin pump were slow to respond or unresponsive to button presses. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.